Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were no inaccuracies noted during the ablation. The inaccuracy was stated to be related to the placement of the anchor and the catheter. It was also reported that there may be patient impact due to the 3-4mm inaccuracy of the catheter placement. At the time of the procedure, no impact was noted, as the site was unable to assess the effect to which the tumor was or wasn't ablated effectively.

Manufacturer narrative:
G2: this event occurred in australia, see section e. H6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a catheter placement procedure. It was reported that there was an inaccuracy of 3-4mm in the inferior / posterior direction on the right side of the patient. It was noted that the camera was at the foot of the bed. The site was unsure of when the inaccuracy occurred. They completed post procedural oarm imaging to check catheter placement against their pre-op plan, and the deviation was picked up then. The site was also unsure if the inaccuracy was isolated to one instrument. The inaccuracy may have occurred during registration or with "sag." The oarm + computed tomography (CT) + magnetic resonance (mr) merge was double checked, and a very small deviation of less than 1.5mm was found. Once the inaccuracy was identified, the scan was checked and patient proceeded to magnetic resonance imaging (MRI) for the visualase procedure where the 3-4mm deviation was confirmed. Ablation was still done, but not in the planned position. The site was unsure if the issue was software or hardware related, as they picked up on the deviation post procedure, approximately 5mm inferior / posteriorly. All seemed accurate while they were operating and did not indicate an issue. Registration was 1.0mm and a large green field appeared surrounding their target, navigation was verified using fiducials and anatomical landmarks. The procedure utilized the long visualase 3.2mm midas rex depth stop burr for the burr hole and was drilled at 0.3mm-1.0mm target alignment error. The anchor was then placed with the alignment rod (0.3mm- 0.9mm target alignment error). The alignment rod passed easily and the robot was positioned out of the way. The visualase catheter was placed and an oarm verification scan was completed. This was then merged with the reference exam and cross checked for a deviation from the plan. The error was picked up at approximately 4-5mm inferior / posteriorly and somewhat parallel, after checking the merge of scans again. The patient was then taken to MRI for the next stage of the procedure and it was still estimated at 3-4mm deviation. The ablation took place but the accuracy of the procedure was in question and had potentially not achieved the ideal target and therefore may have affected the outcome. No patient impact has been reported at the time of reporting. There was a reported delay to the procedure of less than one hour.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The archive had 1 CT, 2 mr, and 1 o-arm exams. Two plan data were found in the parietal region, and registration was performed using a touch_trace type error metric of 1 mm. Both touch and trace registration were used. Six touch points were verified, and 205 trace points were collected. Logs captured show there were 2 sessions on the date of issue. The site used the biopsyoptical procedure and performed many registrations, and the last registration was with an error metric of 1 mm. The autoguide was used in the procedure, and everything looked good related to the registration. There was no abnormality observed related to the reported behavior. Suspecting frame movement might have caused the reported behavior. Apart from that, the information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. H6: b01, c19 and d15 apply to the software concomitant product ID: 9735737 correction: added system product ID 9735665, serial # (B)(6). Product ID 29631, lot # 0230 was originally reported on and is moved to a concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.